Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the electrodes described as a non-itchy heat rash. The patient consulted his physician who recommended changing the garment more frequently. Follow-up indicated that the rash had cleared up significantly.